Event description:
A shockwave m5+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The pressure to inflate the ivl was at 4 atm. Ten pulses were delivered to the right common iliac artery (cia) and a stent was placed. Following ivl and stenting, an 8 mm balloon was used for post-dilatation. A vessel rupture was then noted in the angiography and the patient exhibited a drop in blood pressure for three minutes. A stent graft placement was then performed to resolve the rupture. The patient stayed in the hospital for pain control. There was no reported device malfunction of the ivl catheter. The patient was discharged.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation could not be determined based on the information available. Perforation was observed following stenting and post-dilatation after ivl treatment. There was no report of any device malfunction. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.